Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument during this reported event for failure analysis investigations. The sureform 60 stapler instrument #1 logs show for (part number 480460-09),lot number l10230324-0264), was used on the system first, and it was installed 9x and fired 7 reloads (4 white, followed by 3 blue). The first install does not show up on the dsp logs, so elastic search was used to obtain information on that install. On installs 1 and 2, the first clamp was successful and the firings were completed with 1 pause for compression. On install 3, the stapler failed to initialize with the system with parameters indicating that the sf lockout was detected. The stapler was re-installed and on installs 4 and 5, the firings were completed with 1 pause for compression. On installs 6 and 7, the firing were completed with no pauses for compression. On install 8, no clamping or firing was attempted. On install 9, the firing was completed with 3 pauses for compression. Peak firing force was ~593 n. The stapler was then removed and not used again in the procedure. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the logs. Next sureform 60 stapler instrument #2, logs show (part number 480460-09), (lot number l15230216-0249), was installed on the system 8x and fired 7 reloads (7 blue). On install 1, the first clamp attempt was aborted by the user. The next clamp was successful and the firing was completed with no pauses for compression. On each install, excluding the 3rd, the first clamp was successful and the firings were completed with no pauses for compression. On install 3, no clamping or firing was attempted. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument experience a tissue pushout event. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
The sureform 60 stapler instrument and blue sureform 60 reload were received for failure analysis investigations. The stapler logs showed the instrument was fired seven times during this procedure (four white reloads and three blue reloads). All seven fires were shown to have completed successfully. Furthermore, no relevant stapler errors were observed in the logs. No damage was found at the wrist assembly, no initializing failures or errors/faults were noted. The instrument moved intuitively with full rage of motion, grips opened and closed properly. The blue sureform 60 reload was returned fired with all pushers deployed; upon further inspection and disassembly, the blade was found beneath the cartridge surface, and not exposed. Staples were lodged around the blade with all pushers deployed. Lodged staples are normally indicative of firing across a previous staple line. Also, mechanical indentations along a majority of the blade edge were observed which supports the theory the reload was fired across a hard object, such as a previous staple line. During this blue sureform 60 reload fire, three pauses for compression were noticed in the logs. Peak firing force remained below the threshold for the entirety of the firing and reload shows all pushers have been deployed. The sureform 60 stapler instrument was installed and tested. The instrument clamped and fired successfully during testing. The instrument housing was removed and the I-beam was found to have no damage or lodged component. The investigation is unable to confirm or replicate the reported event of tissue pushout.

Event description:
Refer to h10/h11 for follow-up information.